Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The user reported that after delivery of 40 units of prbc and ffp in the trauma bay, an odor was detected, the user noticed there was blood on the outside of the tubing and that there was smoke or steam rising from the tubing. At this time, the facility is gathering information including lot number and the tubing has been retained to be returned to belmont. The user disconnected the tubing from the patient, started with fresh tubing and a different ri-2 was brought in to complete the fluid delivery. The initial report detailed no patient injury. It was determined 10/26/22 that the patient later died however there is no allegation that the device contributed to the patient death. Platelets are one of the contraindicated fluids for use with ri-2 and may lead to clot formation inside the heat exchanger, which can block blood flow and result in leak. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."the operator's manual also provides possible conditions and additional recommended operator actions.the operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont is waiting to get the device back for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
After delivery of 40 units of prbc and ffp in the trauma bay, an odor was detected, the user noticed there was blood on the outside of the tubing and that there was smoke or steam rising from the tubing. At this time, the facility is gathering information including lot number and the tubing has been retained to be returned to belmont. The user disconnect the tubing from the patient, started with fresh tubing and a different belmont to complete the fluid delivery.

Manufacturer narrative:
A potential cause of an overheat is the infusion of incompatible solutions, however it was reported that only prbc and ffp were infused during the event. Retain samples from the potentially affected lots were reviewed and no issues were identified. A precise root cause of the reported event could not be determined. No further similar issues have been reported from this site since this event. Belmont offered retraining to the user facility in order to demonstrate the proper use of device per our specifications but, the training was declined. No device malfunction could be verified and no issues were noted with the device manufacturing records. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.